Event description:
It was reported that, "the patient underwent hip replacement surgery on (B)(6) 2006". It was further reported that, "after implantation the patient began experiencing significant discomfort in the area of his hip. "It was further reported that, "after implantation, the patient began to experience and continues to experience an audible noise emanating from his hip."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.